Event description:
It was reported that a smiths medical cadd solis vip 2120 pump had a dsl error. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. The reported product problem (dsl error) was not observed in the event history log. The reported product fault was not replicated during functional testing. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.